Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system log files and system history. Upon investigation the service engineer found that the ivs image hard disk drive was showing a deterioration in image disc access speeds as well as more frequent database sync messages following scenes. The logfile analyses showed error messages several times which can confirm that the ivs image drive was defective. When the ivs image drive fails, the image data will not be accessible for post-processing, however, the live x-ray functionality is not be affected. When the image drive is bad, read and write of the image data is restricted, and as a result, image corruption can occur. The defective part was not received for further investigation as the defective part is an image hard disk drive which contains protected health information. The service engineer exchanged the affected ivs image drive and the error did not reoccur. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The manufacturer is not considering further actions.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. The user reported a flicker when reviewing the scene and noted that one image was scrambled with another image. A portion of another study from a different patient was mixed in with a portion of the correctly acquired image within the scene. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.